Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
10/09/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 06/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018. Device download data indicates that the patient was treated three times during the event. The patient experienced a vf arrhythmia at 00:26:58 and was appropriately treated at 00:26:58. The post shock rhythm was asystole. Post shock asystole is a known adverse effect of defibrillation therapy. The patient remained in asystole with intermittent cardiac activity, and was inappropriately treated two times by the lifevest. The patient remained in asystole with intermittent cardiac activity following the treatments and the device was removed. The patient passed away on (B)(6) 2018.